Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
¿I have a surgeon who has a trilock/delta motion hip with a ceramic liner inside. The patient reported getting up from her seat and heard a loud noise. The ceramic part of the liner has shattered and it is getting revised on (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the returned devices confirmed that the head was fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.